Manufacturer narrative:
Based on the completed investigation, the reported malfunction was due to fluids inside the scope connector. However, the root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, there was no image observed on the scope. There was no patient involved.